Event description:
The patient was admitted to the hospital on (B)(6) 2013 and a bilateral lower extremity doppler ultrasonogram showed a dvt in the right common femoral vein, and in the left popliteal and left femoral veins. An inferior vena cava greenfield filter was placed with ultrasound guidance on (B)(6) 2013. On (B)(6) 2013 an abdominal aortogram with bilateral lower extremity runoff arteriogram was performed and revealed an observation of a left superficial femoral artery to femoral vein arteriovenous fistula - a likely complication of the patient's recently placed greenfield filter. Follow-up investigation with an ultrasound and vascular surgical consultation was suggested.